Event description:
A caller reported that the pump battery would not charge, and the pump screen was dark and unresponsive. The caller declined to provide their blood glucose level at the time the issue was noticed, but confirmed that their blood glucose did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer attempted various troubleshooting steps as instructed by technical support, including trying different cables and outlets, but the issue persisted. Consequently, technical support decided to replace the pump, and the customer agreed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. The caller was instructed on the necessary steps for returning the problematic pump.